Event description:
A falsely elevated acetaminophen result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. The patient was admitted and treated. There was no report of adverse health consequences as a result of the falsely elevated acetaminophen result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated acetaminophen result was user error for using an incorrect diluent (water) for diluting the specimen. The instrument is performing within specifications. No further evaluation of the device is required.